Event description:
It was reported that the potentiometer needs to be fixed. The external pulse generator (epg) has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however the menu knob and encoder nut were missing. It was noted that the display lens and ring cover were broken, one knob was missing, one knob was broken, two knobs were contaminated, the side bail covers, side bails and ring bail were missing, three case screws were the wrong type, the keyboard was scratched, the serial number label was torn, the display had a seeping gasket, the upper case was broken and contaminated, the lower case was broken and corroded, the battery release, battery release o-ring, lead flex cover and battery flex were contaminated, the battery contacts were compressed and contaminated, and the heart lead flex was out of electrical specification. (B)(4).